Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the ipg site was relocated. Issue resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site after losing weight. As a result, surgical intervention may be undertaken in the future to resolve the issue.